Manufacturer narrative:
(B)(6). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 48.3 cm. External abrasions were noted 44.6 to 45.0 and 45.2 to 45.5 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction against the device can.

Event description:
This report is to advise of an event observed during analysis.